Event description:
It was further reported the patient underwent cardiac catheterization in (B)(6) 2006 and an unspecified taxus express2 stent was implanted in the left anterior descending (lad) artery. Twenty four days later, the patient suffered a heart attack and in-stent thrombosis was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
It was reported that post- coronary drug eluting stenting treatment procedure, myocardial infarction and late stent thrombosis occurred. The target lesion location was the right coronary artery. On an unspecified date a taxus express2 stent was implanted in the patient. At some point post-procedure, the patient experienced myocardial infarction and late stent thrombosis. No further patient complications were reported.